Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 2206535 is considered in compliance with our product specification requirements.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb had leakage past the stopper. The following information was provided by the initial reporter: material#: 305270. Batch#: 2206535. Verbatim: rcc received a complaint via email. Email(s) attached. Rn was administering decitabine into right lower abdomen. Needle inserted through skin, and plunger depressed. Once rn pressed down on plunger, liquid began to spill from the plunger. Needle retracted and placed on table where chemo spilled on the table. Approximately, three drops of chemo got on patient's pants (dried up with gauze.) Pt instructed to wash pants on with hot water/high heat and dry pants on high heat. Item# 305270. Batch# 2206535.